Event description:
In 2005 (21 days post treatment) the patient was re-admitted with recurrent abdominal pain, nausea, vomiting and dehydration, judged to be possibly related to therasphere. A PICC line for home tpn was removed. Two days later peg tube with distal j tube placed. Tube feeding was tolerated. Started on coumadin for history of dvts. Lovenox discontinued. One episode of vomiting but having bowel movements. Five days later discharged (feeling a little better, vital signs are stable, heart rate in the 100). Transferred to skilled nursing unit. Transfer medications: protonix, raglan, morphine, scopolamine, anzene, diflucan, carafate.